Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized for this event. The cause of peritonitis was unknown. On the same day as onset, the patient was treated with injection meronem (one gram in first bag and 500 mg in each pd bag, frequency and duration not reported) for peritonitis. At the time of this report the patient was recovering from the peritonitis event. On an unreported date, the patient's catheter had been removed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.